Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter started reading inaccurately at 9:30pm on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result of ¿144 mg/dl¿ compared to ¿115 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin which she self-adjusts. The reporter denied that the patient had made any changes to her usual diabetes management routine following the start of the alleged issue. The reporter indicated that 5 minutes later, the patient developed symptoms of ¿sweating and diarrhea¿. The reporter denied that the patient had received any additional treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.